Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010 the patient underwent the following procedures: left l4-l5 redo microdiskectomy for nerve decompression, l4-l5 posterior transfer lumbar interbody arthrodesis with application of intervertebral device along with the bone morphogenic protein along with the autograft harvested in the same incision used for arthrodesis, non segmental instrumentation minimally invasive system to treat the following pre-op diagnosis: l4-l5 left sided lumbar disk displacement. Per operative notes: "...an 8 mm x 26 mm seemed to the appropriate size then half of bone morphogenic sponge as well as autograft harvested from the same incision was then packed into the disk space and pushed anteriorly as well as placed into the intervertebral device and with the l4 nerve root and thecal sac being protected with a nerve root retractor..." On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.